Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed: the battery won't hold a charge. Shuts down at 90% and doesn't go to 0%. 'Will shut the system down going to a blank black screen (between 50 and 90% of battery life). This is not normal operation.'

Event description:
Per biomed: the battery won't hold a charge. Shuts down at 90% and doesn't go to 0%. 'Will shut the system down going to a blank black screen (between 50 and 90% of battery life). This is not normal operation.'

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample(if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of unit not holding a charge was confirmed. During evaluation the unit was fully charged once the ac adaptor was removed the scanner shut off, the cause of the reported failure is due to an internal battery failure, causing the premature discharge of the battery. No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced, tested and returned to the customer. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample(if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of unit not holding a charge was confirmed. During evaluation the unit was fully charged once the ac adaptor was removed the scanner shut off, the cause of the reported failure is due to an internal battery failure, causing the premature discharge of the battery. No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced, tested and returned to the customer. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed: the battery won't hold a charge. Shuts down at 90% and doesn't go to 0%. 'Will shut the system down going to a blank black screen (between 50 and 90% of battery life). This is not normal operation.'